Manufacturer narrative:
Follow-up #1: date of submission 03/24/2014. Device evaluation: the device has been returned and evaluated by product analysis on 03/06/2014 with the following findings: visual inspection of the pump found some cosmetic damages. On investigation, the pump powered up with audible and vibratory alerts. The audible function was within specifications. No defect was found during the investigation.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a audio tone/vibration (no sounds) issue. Reportedly, the pump was not giving audible alerts when the audio bolus button was pressed. Review of audio bolus setting indicated that the sound setting was set at high. Patient reported that there was no trauma to the pump and there was no evidence of moisture or corrosion in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.